Event description:
Customer reported constant alarm on pump, unable to turn off.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The device was received at infusystem and its repair was performed by their technical team. Upon powering on, the device kept alarming and could not be turned off. Replacing the top case with keypad solved the issue. The defective part was sent to brézins for further investigation. Upon visual check, some brownish stain was noticed on the bolus button. The keypad was then installed on a bench test. The device started on its own and was beeping. The reported event was therefore reproduced. Following internal inspection of the keyboard, brown liquid infiltration was found around the bolus button. This would have contaminated the keyboard track and created a short-circuit at the origin of the reported event. This event is due to usability. Note : it is specified in the IFU, in the cleaning instruction section, that liquids should not be allow to run, leak, or drip into the pump housing. To our knowledge this complaint is not being related to patient safety. This complaint is due to a misuse. No action was initiated for this event as per our local procedures.